Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of 0 ohms. Prior values were reported to have been in the 50 ohm range. A request for additional information was made but no further information was available. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicated that shock impedance measurements of 0 ohms continued to be observed. The patient was brought in for lead testing and was found to have normal serial shock impedances. Of note, it was discovered that the patient works in close proximity to the electronic surveillance equipment which was suspected to have been the cause of the clinical observation. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.